Event description:
It was reported that the patient was experiencing pain, discomfort and loss of balance. Symptoms of redness was also noted. The patient was administered with antibiotics. Additional information was received that the patient was doing well after taking the antibiotics.

Event description:
It was reported that the patient was experiencing pain, discomfort and loss of balance. Symptoms of redness was also noted. The patient was administered with antibiotics.